Event description:
It was reported that during a procedure, the blade broke off in the patient's nose. The doctor was able to retrieve the fragment without additional equipment or an additional procedure. A replacement bur was used to complete the case.

Manufacturer narrative:
(B)(4). The product analysis indicates that there was evidence of biological contaminants. The distal tip was pulled out and detached from its support area indicating a stretched and broken spiral wrap. The sample had gouging on the inner shaft, just behind the head, in the support area and corresponding damage to the outer tube which indicates excess pressure (exceeded sufficient pressure required for operation). The instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. (B)(4)